Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. During the procedure the catheter bent inside the body and could not be advanced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 19cm d/l glide path catheter and a catheter stylet was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. The catheter body was noted to be bent. The catheter stylet returned was noted to have a kink. An attempt to load the returned catheter stylet into each catheter luer was performed and was successful. No resistance was felt when stylet was loaded and offloaded. Therefore, the investigation is confirmed for the reported deformation issue. However, the investigation is inconclusive for the reported advancement failure issue as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. During the procedure the catheter bent inside the body and could not be advanced. There was no reported patient injury.